Event description:
I had an incisional hernia mesh replacement in (B)(6) 2016. The mesh used was bard soft mesh 10 x 15 cms which was correctly implanted by the surgeon. I developed a seroma and a lot of blood collected in the area of the mesh. Surgeons at (B)(6) hospital in (B)(6) drained out quite a few ounces of blood. It continued accumulating and they eventually put in a tube with drainage bag. After about 2 months, the problem eased and finally stopped. However, I then developed serious pain in the area where the mesh has been implanted. The surgeons advised that they will have to remove the mesh and replace with a biological mesh. However, they asked me to seek pain management which I did. I was put on hydrocodone and am scared that I will become addicted. The pain is worsening by the week and I am having to live a very stressed and uncomfortable existence. There is something seriously wrong with this mesh. I had mesh implants previously but never had this kind of problem.